Event description:
The customer stated that discrepant calcium results were generated for patient samples tested on the architect c8000 analyzer. One example was provided. Results of 35.2 and 96.2 mg/ml were generated for the same patient sample. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) - no consequences or impact to patient. (B)(4) - incorrect or inadequate test result.

Manufacturer narrative:
Customer troubleshooting included checking the drying nozzle and mixers, and changing the saline cartridge and contents. The customer requested abbott field service (fs) perform a pm (preventive maintenance) visit. Fs found that mixer 1 was slightly bent and the cuvette washer nozzle 1 was blocked and bent. Fs replaced the mixer and nozzle followed by testing to verify calcium performance was acceptable. Fs text identified the bent mixer 1 to be the likely cause. However, complaint documentation indicates calcium reproducibility issues continued. Therefore, replacing the mixer and wash nozzle may not have completely resolved the issue. Additional fs actions included replacing the roller guide assembly, the sample and r1 probes, and the cuvette wash station dryer tip followed by testing to verify calcium performance was acceptable. A review of quality data for the mixer, nozzle, and roller assembly did not identify an adverse trend or non-statistical adverse trend related to the their reliability. A review of the architect system operations manual revealed adequate labeling with regard to mixer and cuvette wash nozzle maintenance and troubleshooting the customer's issue. Based on the available information, a singular specific cause for the erratic calcium results was not identified. No product deficiency was identified.